Event description:
A confirmed motor stall was noted in event logs with no motor stall recovery recorded at 11:20 est in the pump logs. It was stated that patient did not have any MRI recently. Drug delivered via the device was prialt. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that another motor stall occurred on (B)(6) 2012, which eventually led to pump replacement. The pump had a motor stall as previously reported; however, the recovery date was not provided for that previous stall. The stall which occurred on (B)(6) 2012 was at 0801. Audible alarm was reported on (B)(6) 2012 by the patient. The healthcare provider (hcp) tried to update the pump multiple times on (B)(6) 2012; however, no motor stall recovery recorded. Stopped pump period may exceed tube set was noted on (B)(6) 2012 at 0801. The hcp then planned for replacement and the patient therapy was being covered with oral pain medications. With the recent motor stall, the patient had loss of appetite, nausea, and increased pain. The motor stall never recovered, therefore, the pump was replaced on (B)(6) 2012. It was unknown what the cause of the stall was. The patient outcome was reported as "no injury/patient recovered without sequelae." The medication in the pump was hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).